Event description:
A report was received that the recently implanted patient passed away for an unknown reason. The physician does not know the patient¿s cause of death.

Manufacturer narrative:
Date of death - ni. Additional suspect medical device components involved in the event: model # sc-2218-50 serial/lot # (B)(4) and 533560 description: linear st lead, 50cm model # sc-2366-70 serial/lot # (B)(4) and 1000246 description: linear 3-6 lead, 70cm it is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.